Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient is not receiving medication despite no alarms on the pump and the pump showed a reservoir volume that kept decreasing. No patient harm reported.

Manufacturer narrative:
Corrected : d3 - mfg establishment name and g1 - contact office establishment name. Corrected a1, a2,a4, a6 a5, b2 and b5. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
Upon further review it was found that there was no patient involvement.

Manufacturer narrative:
D9: product received date 10/9/2025. H3/h6: one device was received for analysis of complaint that the patient was not receiving medication despite no alarms on the pump and pump showed a reservoir volume that kept decreasing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint was not confirmed during the event log review. Visual and functional testing was performed. Complaint was not confirmed. The pump passed all testing.